Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had blank display. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. However, device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test,displacement test due to failed battery test alarm. Device had cracked battery tube threads, cracked case at display window corners.